Manufacturer narrative:
Originally provided lot number of 31789913l. However, requested clarification as this lot # was unrecognized by the system. Multiple attempts have been made to obtain clarification. However, no further information has been made available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a varipulse¿ bi-directional catheter and suffered a transient ischemic attack (tia), which required resuscitation and prolonged hospitalization. Patient received an index cardiac ablation on (B)(6) 2026. On (B)(6) 2026, patient experienced a tia categorized as moderate and serious defined by hospitalization with an admission date of (B)(6) 2026 and a discharge date of (B)(6) 2026. Relationship to study device (varipulse¿ bi-directional catheter) is probable and relationship to the index study procedure is probable. The adverse event is anticipated. The outcome is resolved with an end date of (B)(6) 2026. Intervention was resuscitation. Eighteen (18) ablations were performed (4 applications) and 7 incomplete ablations (7 applications). Settings were varipulse pro- 30 ml/min ablation irrigation flow rate, generator automatic switching to 4 ml/min idle, inter application delay 1 second.